Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to their coupling issues is that their hand held charger wasn¿t taking a charge, the bars kept coming and going. The patient was sent new wires to their charger and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the replacement insr antennas did not resolve the issue and they were experiencing the same problem with coupling bars. The patient reported that they tried recharging the left side yesterday and the coupling boxes would go away. The patient reported that during the call, they were able to get coupling on both sides using both rechargers. The patient reported that they have an appointment with their healthcare provider (hcp) on (B)(6) 2017 and will inform the hcp if the problem continues. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 37612, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. Information references the main component of the system and other applicable components are: product ID 37791, product type recharger. Product ID 37791, product type recharger. (B)(4).

Event description:
A patient implanted with a neurostimulator (ins) for dystonia and movement disorders reported that they thought one of their ¿battery packs¿ wasn¿t working right. The patient is able to get full coupling while recharging initially, but then the coupling level drops off. This issue has occurred with each of the rechargers. There were no changes in theway the patient charges and they are familiar with recharging. The patient noted they use the shoulder harness and do not move at all. They had charged four days prior with no issues. Two replacement ins recharger (insr) antennas were sent to the patient. No medical symptoms were reported. No further complications were reported. Refer to manufacturer report #3004209178-2017-16196 for details pertaining to the reportable related event.